Event description:
It was reported that the drain lever on the device broke off after collection of the patient's blood. The collected blood could not be re-infused. The patient did not require a blood transfusion from either a blood bank or pre-donated blood.

Manufacturer narrative:
The device was received by the manufacturer for investigation. The condition of the device was confirmed. The drain lever on the unit was broken off, preventing the collected blood from being transferred to the blood bag.